Manufacturer narrative:
Other text: d10, h3, h6 - evaluation codes: updated. Device evaluation: one device, in used condition without it's original packaging, was received for investigation. Visual inspection detected damage to the tip. The sample failed a leak test. Based on the analysis conducted in the sample provided, failure mode leaking was confirmed. According with the occurrence of this failure condition root cause could be machine failure at time of manufacture. A review of the device history record (DHR) showed, at the time of manufacture, there were no observations or nonconformities recorded to suggest an issue of this nature would occur with this lot of products. All mitigations on place were verified and it was confirmed has been executed according. Complaints will continue to be monitored for this failure condition, in this product for threshold or escalation. Notification to operations personnel as awareness was performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported, that there was an air leak. No adverse patient effects were reported by the customer.